Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 21-aug-2014, a medtronic representative went to the site to test the equipment and a found loose connection on gantry motion controller j11. Re-seating the connector resolved the issue. The imaging system was then functional and ready for use. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the imaging system door would not open during a procedure, and they had to manually open it. After the tube was positioned around the patient, the lights moved around, but it would not take any images. They tried to remove the tube, but could not open it. They used the wrench to open it and were able to move it out of the room. At this point, they aborted imaging, navigation, and the procedure. No other details were provided by the site.